Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to protruded drive support disk. Device received with broken battery cap and stripped battery cap(p) coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted during prime and insulin pump had a unexplained no delivery alarm. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.